Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. According to the information received, ¿it was reported that the patient was revised due to aseptic tibial loosening at cement/tray(cement to implant) interface. The cement manufacturer was depuy. Doi: (B)(6) 2012. Dor: (B)(6) 2025. Affected side: right knee". Lot: 3425485. Manufacturing date: 31 may 2012. Expiry date: 31 mar 2014. Quantity:(B)(4) . Testing could not be completed as the retained samples are no longer available for testing. There is one non-conformance associated with this batch. On review of the applicable nc it has been identified that the nc would not have contribute to the complaint event all qc and microbiology testing met release specification (ms-039, smartset gmv gentamicin bone cement). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : lot: 3425485. Manufacturing date: 31 may 2012. Expiry date: 31 mar 2014. Quantity: (B)(4) . Testing could not be completed as the retained samples are no longer available for testing. There is one non-conformance associated with this batch. On review of the applicable nc it has been identified that the nc would not have contribute to the complaint event all qc and microbiology testing met release specification (ms-039, smartset gmv gentamicin bone cement).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised due to aseptic tibial loosening at cement/tray(cement to implant) interface. The cement manufacturer was depuy. Affected side: right knee.